Event description:
During a ureteroscopy with laser litho procedure, the surgeon asked for a bard balloon dilator size 10. Nurse left for the supply room and returned with green and white box containing bard x-force balloon dilatation catheter. After verification between nurse and surgeon, surgeon inserted this dilator then performed remainder of stone removal. Upon removal of the dilator, surgeon realized the ureter was split. Further investigation later revealed that nurse had retrieved a 10 mm bard x-force nephrostomy balloon dilation catheter rather than a bard x-force balloon dilation catheter, the balloon diameter of which is significantly larger than a non-nephrostomy balloon dilatation catheter. Unfortunately, the actual device had already been disposed of at the time of discovery. An analysis revealed that a root cause of this wrong-device incident was due to the fact that the packaging of both devices is difficult to distinguish. The box size is the same, the coloring and markings are the same, and the only substantial difference in nomenclature is that one includes the word "nephrotomy". Surgeon thought he was going to receive a bard x-force balloon dilation catheter 6 mm 18 fr 10 cm such as catalog #99861c lot# cvsea006.